Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue that the instrument was ¿not sealing.¿ the instrument was tested in house for energy delivery and failed. The instrument failed the electrical continuity test on one jaw. Advanced failure analysis (afa) was performed for additional investigation. Afa determined the electrical continuity in one of the jaws (jaw without the ceramic dots) fails which is likely due to the conductor wire broken internally. The location of the break is internal at the weld joint to the electrode, as visual inspection of the conductor wire shows no damage externally. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not seal the patient¿s tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted general surgical procedure, the vessel sealer extend instrument was not sealing and the jaw were delayed. The planned surgical procedure was completed with a replacement instrument of the same type and there was no report of any patient harm. Intuitive surgical (is) followed up with the reporter and obtained the following information about the complaint: the customer did not hear any audible tones or observe any error messages. There was no report of bleeding experienced by the patient. The procedure was completed with no report of patient injury or harm. It was alleged the instrument had never worked but the surgeon does not know what may have caused the sealing issue.